Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 400477, batch no: 8337945. It was reported that before use of the needle spinal bns 22ga 1-1/2 in quincke the customer was unable to identify the size of the needle inside the kit. The following information was provided by the initial reporter: unable to identify size of needle in kit.

Event description:
Material no: 400477 batch no: 8337945 it was reported that before use of the needle spinal bns 22ga 1-1/2in quincke the customer was unable to identify the size of the needle inside the kit. The following information was provided by the initial reporter: unable to identify size of needle in kit.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 400477 lot 8337945 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. This particular catalog is packed in bulk non-sterile units and the shelf bags and case cartons are labeled with bd juncos internal labeling. Content of these labels include the material description, lot, expiration date and quantity. Bd assures that all material ship is well identified. The finished product is sent to the kit assembly customer in which they pack the needles in kits with other devices and labeled/sterilized (if applicable) to be shipped to the final customer. The manufacturing records were reviewed for the incident lot and no discrepancies or non-conformance's were reported that could have contributed to the reported condition.